Event description:
Customer reported the insulin pump stopped working. Customer stated the device has not alarmed and blood glucose has been rising. No bent cannulas noted. Customer's blood glucose was 400 mg/dl. Customer was just not feeling well. The drive support cap appeared normal. No air or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. No delivery alarm was noted in the alarm history. Customer did not have tubing clamp, high pressure test was not performed. Customer was advised to do a complete set change. Cannula was not bent or occluded. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.